Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board (vib) was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.